Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received ¿sensor reconnecting¿ followed by ¿pairing failed¿ alerts when attempting to use a dexcom g7 sensor, and the agent instructed the user to toggle cgm settings from g7 to g6 and back to g7 and reattempt pairing; the ilet displayed ¿sensor pairing,¿ and the user was advised to call back if the alerts recurred or if reconnection did not occur within 15¿20 minutes. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a cgm communication and pairing difficulty between the ilet and dexcom g7 without evidence of sensor failure, pump malfunction, or software error based on the successful initiation of the pairing process and absence of recurrent alerts at the time of call. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent communication or pairing issue resolved through standard troubleshooting.